Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Analysis of the log entries revealed that the device performed two reboots of the ventilation unit on july 3rd at 6:54 am and 9:15 am. Based on the logged error code the root cause was determined to be a temporary time-out in software task processing. In the event of a reboot of the ventilation unit the ventilation stops for at maximum 8 seconds, the safety valve opens against ambient to allow for spontaneous breathing and the device generates an audible alarm. After the reboot, the therapy continuous with the previously set parameters, and the screen displays a message informing the user that the ventilation unit performed a reboot. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started, results will be provided within our follow-up report.

Event description:
It was reported that this device restarted while in use. There was no patient injury reported. The biomedical technician evaluated the device along with testing the unit for a few days. The issue was not able to be duplicated.